Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08/22/2019. The customer troubleshooting with technical support and was provided part number and price.

Event description:
The customer reported code (1105) alarm light emitting diode (led) failed on the ventilator. No patient harm was reported.